Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 03194.

Event description:
It was reported that patient underwent a left hip revision approximately 7 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that a patient underwent a left hip revision approximately seven years post implantation due to pain, metal related pathology (altr) including elevated metal ion levels, muscle/soft tissue damage and an implant fracture. The head and liner were exchanged without further complications.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; a3; b1; b4; b5; b7; d1; d2; d4; g3; g4; h2; h3; h4; h6 corrected: d10. D10: unknown liner switched to the known stem: cat #: 00771101020 / femoral stem 12/14 neck taper / lot #: 61915142. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. This complaint was confirmed based on the provided medical records. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.